Event description:
It was reported that the patient experienced a "buzzing" sensation at the pocket site for the implantable neurostimulator (ins) implanted in her abdomen when she bent over or sat down. The patient did not use the ins implanted in the chest area, so it was difficult to tell if the ins in the abdomen was helping with symptoms. The patient had dyskinesia and did not state that the symptoms were worse. There was a low impedance of 229 ohms on c <(>&<)> 0. The patient had previously been programmed to c <(>&<)> 3, and had recently been reprogrammed to c <(>&<)> 2. The reporter had not heard from the patient since the reprogramming, and planned to follow-up with the patient regarding therapy and symptoms following reprogramming.

Manufacturer narrative:
Neurostimulator model 37602 (B)(4) implanted: 2011-(B)(6) explanted: na, lead model 3387-40 lot# j0110958v implanted: 2001-(B)(6) explanted: na, lead model 3387-40 lot# j0110958v implanted: 2001-(B)(6) explanted: na, extension model 7495lz66 (B)(4) implanted: 2011-(B)(6) explanted: na, extension model 7495-25 (B)(4) implanted: 2011-(B)(6) explanted: na, programmer model 37642 (B)(4).